Event description:
It was reported that the device exhibited broken parts on pump and test failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device received for investigation. Visual inspection showed the top case cracked/chipped by the front left and right bottom corners. Crack by the tube holder and a cracked battery door. Crack on right plunger case and broken screw boss on left plunger case. Visible contamination on interconnect board, main pc board and key pad. Nothing was found in the event history log pertaining to the customer stated issue. Broken parts on the pump was confirmed. The top case was cracked due to an impact caused by the customer. Replaced the top case, interconnect boar, main pc board and key pad product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in previously., corrected data: h6: health effect codes corrected.